Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had an MRI maybe a week ago and they were afraid the staff at the MRI facility did not properly set the MRI mode on the implant. Patient said they need to find out how to know if the therapy was working at all. Patient mentioned that they still have blowouts and they would not say that their incontinence was under control by any stretch of the imagination. Patient said that when it was first installed, they see improvement but did not specify event date. Patient also said they were flooding through their pads and they can't make it to the bathroom. Agent confirmed that the MRI mode was not activated and therapy was on but their amplitude was different from what it previously was. Agent told patient that they can increase the stimulation if they wish. Patient stated they upped it several times and cannot feel anything. Not feeling it as dramatically as when they first got it. Patient said they will experiment with the amplitude first to see if it will work. Redirect patient to their physician if the issue persist.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.